Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump would "not beep when charging" and would not alarm after a resume pump alarm occurred. There was no reported impact to the customer's blood glucose level due to this reported issue. Reportedly, customer continued to use the pump for insulin therapy.